Event description:
It was reported that the pump touch screen display did not accurately reflect the insulin on board after a bolus was delivered. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.